Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by ¿being sick¿ and (unspecified) pain. The patient stated the peritoneal effluent remained clear. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics (drug name, dose, route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient remained on antibiotic therapy and had not recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient is reported to be a registered nurse. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.